Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the (B)(6) registry trial presented to the hospital and it was discovered that their right ventricular (rv) lead had triggered a lead integrity alert (lia) due to oversensing noise, and non-sustained tachycardia (nst) episodes. The lead was reprogrammed and eventually explanted and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information indicates the rv lead has been "capped" and remains in the patient. The lead was not explanted, as previously reported.